Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately seven weeks post powerport placement, there was difficulty obtaining blood return; however, a nurse was finally able to obtain blood return and access the port. It was also reported the patient experienced neck pain and was prescribed prescription medication. The patient status was unknown.